Manufacturer narrative:
The customer reported complaint of "the icy catheter (lot # 178513) leak" was confirmed during functional testing. A leak from the catheter's shaft was observed at 6mm away from the distal end of the manifold during the functional pressure leak test. The cut on the catheter shaft likely occurred while the catheter was being sutured to the patient with the manifold tabs or with the suture tab and clip. The suture needle or other sharp tools such as a scalpel may have accidentally cut the catheter shaft, attributed to user error. Upon visual inspection, noticed blood residues on the catheter balloons and luered tubings, and no other physical damage was observed. During functional testing, all infusion ports and extension tubes were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device. Upon pressurizing the catheter up to 100psi, a leak from the catheter's shaft was observed at 6mm away from the distal end of the manifold, thus confirming the reported complaint. In addition, the returned icy catheter was inspected under a microscope and noticed a very small sharp cut on the catheter's shaft. No leak was observed from the balloons. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the following process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for icy catheter with lot # 178513.

Event description:
The zoll icy catheter (lot # 178513) was inserted into the right femoral vein for the treatment of the patient after the cardiac arrest. The insertion was smooth from the first attempt. The patient's body temperature at the start of ivtm therapy was measured at 36°c. The patient's target temperature was set to 33°c. After 24 hours of ivtm therapy, when the patient has rewarmed to 36 °c, the console generated the air trap alarm, and the 500 ml saline bag was observed nearly empty (about a third of the saline bag had been infused). There were no traces of saline on the bed or the floor and the catheter leak was suspected. The icy catheter was replaced, and the therapy continued with the same console. No consequences or impact to the patient.